Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient developed black spots on the lung(s). The medical intervention that the patient received in response to the reported event is currently unknown. The device is not returning to the manufacturer for evaluation. The manufacturer received information on (B)(6)2022 that the patient refuses to return the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to the FDA per 21 cfr part 806. The device will be corrected per (B)(4).. Corrected data: d8 was this device serviced by a third party?: previously reported as no ; updated to unknown. E1 initial reporter address. E4 initial reporter also sent report to FDA?: previously reported as no ; updated to unknown.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop black spots on the lung(s). The medical intervention that the patient received in response to the reported event is currently unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.